Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the head end left is reading a load cell scale error causing the scale and bed exit to not work. No patient involvement or adverse consequences are reported.